Manufacturer narrative:
The exact cause of the alarms cannot be determined. The reported blood loss is attributed to the operator discontinuing treatment without performing rinseback. The user guide includes instructions for performing manual rinse back of the pt's blood when trained and instructed by the facility. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. The user's guide includes appropriate actions to respond to alarms. There have been no similar reports subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
High waste line pressure alarms occurred at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Standard epogen dose was increased following a drop in hemoglobin. Actual hemoglobin level and dates of testing requested but not provided. No other medical intervention was reported.